Manufacturer narrative:
The investigation could not be performed, no conclusion could be drawn, as no product was returned. A device history review has been requested.

Event description:
Patient experienced non displaced stable right two part intertrochanteric fracture. Patient status post right hip revision to shorter helical blade due to reverse migration into femoral head. Patient again experienced reverse migration and surgeon removed hardware as fracture was healed. Surgeon reports no acetabular arthrosis noted at this time. This is one of two reports for this event.